Event description:
The customer reported a loss of audio on the monitor. No adverse pt impact was reported as a result of this failure.

Manufacturer narrative:
(B)(4). The customer reported a loss of audio on the monitor. No adverse pt impact was reported as a result of this failure. In an abundance of caution, we will report this incident as the user would not hear the alarm at the primary monitoring source, which may lead to a delay in pt care. Product labeling states: warning: do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.